Manufacturer narrative:
This event occurred outside the us where the same/similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).

Event description:
It was reported that the patient was hospitalized two days due to a pocket infection. During the hospitalization the device was repositioned and the patient was discharged. Approximately three weeks later, the patient had a pocket infection again. The device was explanted and replaced. No further patient complications have been reported as a result of this event.